Event description:
A customer reported that their AED will not power on. They provided a video of the AED. They reported that this did not occur during patient use.

Manufacturer narrative:
A review of the provided video was completed, video shows screen not functioning. Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.